Event description:
The patient bumped her head about a year ago; two months later the patient had no stimulation sensation/loss of therapeutic effect. The device was implanted for left facial pain; the patient was having facial pain. Lead impedances were within 1600. An x-ray was in process at the time of the report. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.